Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was to be implanted transduodenal to the common bile duct during an endoscopic ultrasound (eus)-guided biliary drainage procedure on (B)(6) 2017. Reportedly, the patient had pancreatic cancer (likely pancreatic adenocarcinoma, locally advanced) and an obstructed duodenum. According to the complainant, during the procedure, eus and fluoroscopy were used and the scope was in a very tortuous and difficult position to access the bile duct. The physician used a guidewire during the case and was unsure of its accurate position. After deploying the axios stent, the physician realized that it had been deployed in the incorrect position, with one flange deployed in the bile duct and one flange deployed in the space between the duodenal wall and the wall of the bile duct. The patient was taken to surgery, where they underwent a laparoscopic cholecystectomy and exploratory laparoscopy. The physician reported that the aim of the laparoscopic cholecystectomy was to attempt to pass a transcystic stent to seal the axios puncture site in the common bile duct wall. The stent was removed from the patient during the laparoscopy.